Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported field allegation.

Event description:
It was reported that this patient presented at the clinic and this right atrial (ra) lead exhibited high pacing thresholds and loss of capture. Further examination showed that the ra lead was dislodged, as such the patient was hospitalized and a revision procedure was performed. An attempt was made to reposition the lead; however, the physician suspected the helix extension/retraction mechanism was not working correctly, and elected to remove and replace the lead. This is a young and very active patient, and the physician suspected the dislodgement was caused by very aggressive upper body exercise. No additional adverse patient effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this patient presented at the clinic and this right atrial (ra) lead exhibited high pacing thresholds and loss of capture. Further examination showed that the ra lead was dislodged, as such the patient was hospitalized and a revision procedure was performed. An attempt was made to reposition the lead; however, the physician suspected the helix extension/retraction mechanism was not working correctly, and elected to remove and replace the lead. This is a young and very active patient, and the physician suspected the dislodgement was caused by very aggressive upper body exercise. No additional adverse patient effects were reported.